Manufacturer narrative:
UDI: unavailable. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a revision surgery due to broken rods. Patient had original surgery (B)(6) 2012, exact date unknown, at tlo-pelvis. It was identified the patient had broken rods, both left and right side between l4-l5. It is unknown why or how the broken rods were identified. Revision surgery was performed (B)(6) 2016. Surgeon removed: the transconnector (implanted above the broken rod, possibly l2-3), 6 matrix screws and locking caps (6x35mm implanted at l5; 70x90 mm implanted at iliac), 4 viper and set screws (implanted at l4). The surgeon replaced screws at l5, s1 with matrix screws, and replaced iliac screws with viper sai screws. L4 was left l4 without screws, he implanted inline rod connector from original breakage site down to iliac with new transconnector, implanted new bone graft at l4, 5 and s1. Revision surgery was successful. The broken rods that were removed were given back to the patient and not available for return. No additional information available.